Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: d4 expiration date and UDI#; g3; h2; h4; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: imaging findings - photo of a computer screen showing lateral and merchant views of the knee. There are postoperative changes of total knee arthroplasty. There is thin continuous radiolucent line at the bone cement interface about the patellar component on the merchant view suspicious for loosening. Small knee joint effusion. Chronic appearing anterior distal femoral notching is noted. Impression - radiolucent line at the bone cement interface about the patellar component suspicious for loosening. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately two years post implantation due to lysisn. The patella was revised. Attempts to obtain additional information have been made; however, no more is available at this time.